Manufacturer narrative:
Additional information: the customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The report of leaking was confirmed based on the separated condition of the set when received. During visual inspection it was observed that the silicone segment tubing had a slight bulge and was weakened just below the upper fitment. The silicone segment was completely separated from the upper fitment. The retainer ring for the connection was received with the set. No crush marks were observed on the upper or lower fitment. The set was reassembled and functional testing showed no leaks. Pressure testing resulted in no disconnection or leaking. Dimensional testing of the upper fitment, silicone segment, and retainer ring was performed and the measurements were within specification. The root cause of the ballooning, disconnection and leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the propofol infusion 10mg/1ml was turned off for approximately 2 hrs. When the infusion was restarted the pump alarmed for patient side occlusion. The PICC line was checked and flushed however the pump alarmed again for patient side occlusion. When the module door was opened a bulge in the silicone segment was noted. After the tubing and pump were removed from the patient, an attempt was made to close the module door and the set disconnected and leaked at the location of the bulge. No patient harm was reported.